Event description:
It was reported that the event involved a (B)(6) month old female pt, weight (B)(6) while in the cath lab during a procedure. Relevant medical history/diagnosis/medications: cardiac catheterization. The doctor inserted the ai-07121 via the patient's right femoral without issue. The doctor inflated the balloon and the tip of the balloon was blocking the tip of the wedge pressure. The doctor was unable to diagnose the pt. As a result, the device was removed. The doctor inserted another wedge pressure balloon successfully and the diagnostic procedure went on as planned. The doctor reported no death, complications or injury to the pt. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the pt noted. The patient outcome is good. Additional info received on 04/01/2014 stated that per the sales representative the second insertion site was 1 cm of the previous site. The delay was 2 minutes maximum. It was noted that the user did pretest the catheter.

Manufacturer narrative:
(B)(4).